Event description:
It was reported that the customer inadvertently delivered a 28 unit bolus. Reportedly, the customer had accidentally entered 28 units of insulin to be delivered instead of 28 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. The customer was admitted to the emergency room (ER) and the customer drank juice while nurses monitored the customer's bg. Customer acknowledged the issue was due to user error and pump was performing as intended.